Manufacturer narrative:
Per customer, the catheter will not be returned as it was deemed an anatomical issue within the patient. Seems that the patient died due to sickness, and the customer said that the patient's death was not related to the zoll catheter. Event of death was serious because it met criteria for seriousness (death). Usually critically ill patients receive ivtm therapy and mortality rate is high. Probably outcome death related to the patient's clinical condition and not to ivtm therapy. The death is not related to device and to procedure.

Event description:
During ivtm therapy, the customer noticed that the roller pump was rotating but the red pin wheel from the start-up kit was not spinning. No kinks noticed on the start-up kit. The thermogard ivtm system was placed on stand-by and the suk was detached from the quattro catheter (lot #unknown) and then the console was restarted, customer noticed the red pin wheel spins normally. No damage or leak noticed on the suk. The suk was re-attached to the quattro catheter and the console was restarted, no saline flow noticed from the tubings. The suk was again detached from the catheter and the suk flushed normally. The suk was re-attached to the catheter and again, the red pin wheel did not rotate. Per reporter, the insertion of the catheter was smooth in the patient's femoral vein. The quattro catheter suspected to be leaking and it was replaced. Patient expired. Per additional information, the patient's outcome deemed an anatomical issue within the patient.